Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 749525 pain stim extension x2, implanted (B)(6) 2000. 7427 pain stm ipg, implanted (B)(6) 2000. (B)(4).

Event description:
It was reported that during the implant procedure, while a temporary pacing wire was being removed subsequent to placement of a new right ventricular (rv) lead, the rv lead was inadvertently dislodged. The patient experienced a brief period of asystole. The lead was removed and replaced. No further patient complications have been reported as a result of this event.